Event description:
During a tibia nail implant procedure it was discovered that the packaging and labeling was incorrect for an ordered instrument. The packaged instrument did not fit. The surgeon requested the larger of 2 sleeves. The sc reported that the labeling is for 14.5/3.2mm for suprapatellar, sterile part number 03.010.438 s, which was requested. The instrument in the package was part number 03.010.437 s 12.0 mm outer protection sleeve, for suprapatellar, sterile . The surgeon was able to successfully complete the procedure by switching out the instruments and using another. There was a 2 minute delay. No patient injury was reported. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. C & j industries manufactured the 14.5mm outer protection sleeve for suprapatellar - sterile, p/n 03.010.438s, and lot number 7069802. The suppliers certificate of compliance (dated december 6, 2012) indicates the parts were manufactured to p/n 03.010.438s, revision c and met the required specifications. The lot was inspected to the synthes incoming final inspection sheet number ns039697, revision c (dated january 9, 2013). Ncr 1072289 (written january 9, 2013) was for the incorrect part number documented on the certificate of conformance. The cert was changed and returned to synthes, and the ncr was closed february 25, 2013. However, it has since been determined that the incorrect parts were shipped to synthes. The supplier provided 03.010.437s 12.0 mm outer protection sleeve for suprapatellar - sterile in lieu of 03.010.438s. Stock hold/stock eval 1523 has been opened to address this issue. Therefore, this is a valid complaint from a manufacturing position. This was not caught at incoming inspection due to the part being sterile and needing to perform destructive testing in order to inspect this feature. Placeholder.